Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) was conducted for ab2000/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed. 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding, incontinence or overactive bladder, urethral damage causing false passage or stricture. 8.32 sterile: a. After the aquabeamaquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: cautery followed by foley balloon catheter insertion. Under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) balloon catheter in bladder with bladder neck traction balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder under trus guidance retract balloon into prostatic fossa inflate balloon to 30-50% of initial prostate volume. Apply mild traction on the catheter to hold the balloon catheter in place balloon catheter in bladder, no traction. C. Start cbi per hospital protocol. A root cause for the reported event could not be determined. The aquabeam robotic system's IFU lists urethral damage causing false passage or stricture, incontinence or overactive bladder, and bleeding as potential risks of aquablation therapy. Based on the information provided, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware via an inquiry from a patient that they had experienced urethral stricture, overactive bladder, and bleeding within several months post-aquablation therapy. It is noted that after the procedure, the patient's catheter had to be irrigated frequently with bright red blood and stayed overnight at the hospital. No blood was transfused. The patient was then sent home, but a few days later had to be admitted to the ER due to weakness and palpitations. Patient emphasizes that after irrigating clots, the hospital staff yanked the catheter off. Six (6) months post-op, the patient was diagnosed with an overactive bladder. The patient also received a urodynamic study and cystoscopy, which revealed a urethral stricture and scarring. No malfunction of the aquabeam robotic system was reported.